Event description:
Reportable based on device analysis completed on 08mar2022. It was reported that crossing difficulties were encountered. The 91% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. Following pre-dilatation with a 2.0x15mm non-boston scientific balloon catheter, a 2.50 x 24mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported. However, returned device analysis revealed a broken hypotube.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks at several locations along the hypotube shaft and a shaft break located approximately 20.5cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.